Manufacturer narrative:
Reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side rupture. Device remains implanted.

Event description:
Further reported was "there was a small amount [of silicone] superolateral extending into the axilla" on the left side and "lump or thickening left... Overall assessment - - bi- rads 2 benign."

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: analysis of the returned device identified: underweight and opening on posterior. A visual and microscopic analysis was performed which identified wear abrasion, creases fold and sharp opening on posterior due to a surgical impact opening, for the stress mark in the shell. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on posterior due to a surgical impact opening.

Event description:
Healthcare professional additionally reported "synovial-like reaction," "histiocytic inflammation and foreign body giant cell reaction." Device has been explanted.